Event description:
Reporter indicated the pt presented with high lead impedance indicating a possible lead malfunction. The MFR reviewed x-rays, and no lead discontinuities were identified that could have caused or contributed to the reported high lead impedance. Revision surgery is likely. Good faith attempts are being made to obtain add'l info.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contributed to a death or serious injury.